Event description:
Poor wound healing. Absorbable hemostatic fluid gelatin was used during the surgery, and symptomatic treatment such as anti-inflammatory therapy was given after the surgery. Standardize dressing changes outside the hospital and remove stitches on time. The patient has a history of hypertension and a long-term smoking history. Recurrent lower back pain accompanied by radiating pain and discomfort in the left lower limb. On the 40th day after surgery, the patient underwent a follow-up lumbar MRI in the outpatient department, which showed bone destruction in the lumbar vertebrae 4-5, abnormal signals in the endplate and intervertebral space, and suspected infectious lesions. The patient was further admitted and given symptomatic treatment such as antibiotics for anti infection, anti-inflammatory and pain relief. The infection indicators and clinical symptoms were closely monitored, and the patient's symptoms improved. Currently, the patient is undergoing inpatient anti infection treatment.